Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered and the clinic was notified via remote monitoring. Patient presented with the right ventricular (rv) lead showing oversensing, high impedance, and loss of capture. A lead fracture was confirmed. Patient was admitted into the hospital and the implantable cardioverter defibrillator (ICD) therapies were turned off. An intervention was initiated three days later and the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.